Event description:
A malfunction was reported on the pump, which displayed a malfunction code but did not cause the customer's blood glucose to exceed a critical level. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and was advised to contact support if the issue reappeared.